Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in his right eye (od) on (B)(6) 2010. The patient reported has lost vision due to the development of a cataract. The patient reported his vision has decreased and is deteriorating. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.